Event description:
A respiratory therapist experienced a needle stick injury during the process of depositing a butterfly needle into a sag 4838 sharps container following a blood draw. There was another item obstructing the opening when he attempted to deposit his needle. He reported that a glove box was mounted too close above the top of the sharps container to have safe access to the opening of the container. In attempting to dislodge the jammed item and make his deposit he was stuck. Following the incident he had routine baseline blood tests and was given anti-hiv drug therapy for one week. These drugs made him sick and were discontinued when the source pt tested negative for hiv. He had no loss of time from work, is okay now and will be followed up per hosp protocol.